Manufacturer narrative:
This information has not been provided. Additional information has been requested. Mplant date reported as approximately (B)(6) 2008. Manufacture site and manufacture date could not be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Attorney advised patient was involved in a golf cart accident and experienced a fractured femur. Patient was implanted with a 4.5mm lcp proximal femur plate, 8 holes/247mm-left, screws and cables. Follow-up x-ray showed the plate to be fractured. On an unknown date the plate was removed.